Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was 467 mg/dl. Customer experienced thirst and treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer¿s parent advised the patient went off the insulin pump due to high blood glucose levels. Customer performed and passed the high-pressure test and the insulin pump worked properly. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have ben provided with this report.